Manufacturer narrative:
Updated concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced a high blood glucose level of 458 mg/dl. The customer's mother treated her daughter with a bolus and did not want to troubleshoot for the high blood glucose level. The caller stated that her daughter was getting a no delivery alarm for the first time. Troubleshooting was performed for the no delivery alarm. Customer stated that the cannula was bent. It was found that the customer lies down when inserting her infusion set. Customer was advised to change the infusion set. The insulin pump was not returned for analysis. The infusion set was returned for analysis.